Event description:
An ipp device was implanted on 10/16/90. The right cylinder was revised on 6/25/91. Info received 5/13/97, indicates, "ipp placed 1990 65cc reservoir- only 50cc in system--no obvious leaks. 70cc placed in the system